Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s right eye because they experienced debilitating rings around light at night. The replacement lens was a non-johnson & johnson lens of 22.5 diopter. There was no capsule tear reported, no vitrectomy required and no sutures were used. The patient outcome pos-op is unknown. No further information was provided.

Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is between (B)(6) 2022 and (B)(6) 2022. The device has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.